Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was unable to advance iab through the sheath. The iab kinked and md was unable to insert iab. Additional information received on 9/21/09, stated that the sales representative met with perfusionist on 10/09/2009, to pick up iab catheter and stated that this may be worth "in servicing" nursing staff in cath lab and interventional md. The sales representative did state to chief of perfusion that this is iab #3 or 4 with this exact issue. He did review the process of removal from iab tray as it may appear that the team is pulling iab straight out of the last 5 cm, then an abrupt upswing, thus bending and violating the integrity of the iab catheter body. The sales representative also met with chief medical director regarding the same and the need to in service the nursing staff. Upon further explanation of roles within the cath lab, it is apparent that the physicians remove the iab completely from the tray, and thus the responsibility of bending catheter does remain with the physicians.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable; the returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: the iab and the super arrow-flex (saf) sheath with sidearm were returned for evaluation. Blood was noted on the exterior surfaces of the iab and in the sidearm of the saf sheath. The saf sheath with the sidearm was on the bladder. There was approximately 10.9 cm of unwrapped bladder protruding from the hub of the saf sheath. The visible portion of the bladder was taunt and the central lumen was bow-shaped. The one-way valve was attached to the short tubing of the bifurcation. The iab was bent/kinked at the distal tip of the iab. The catheter was buckled at the proximal end of the catheter and at the distal tip of the iab. The complaint of "unable to advance the iab through the sheath" is confirmed. The iab returned stuck in sheath. Additionally, the flex tip assembly was noted to be broken. Device history record review was conducted for the reported lot number/serial number. The device passed all final manufacturing testing prior to release.